Event description:
During an unk procedure. The device was very difficult to fire initially. After firing the device the surgeon noted that the device fired an incomplete staple line. Additional two hours of surgical time was experienced to control bleeding from the staple line. Pt experienced additional pain from the procedure.